Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, episodes of reproducible noise and low pacing lead impedance values were observed on the patient's right atrial lead. No further intervention and no adverse patient consequences were reported.

Event description:
New information noted that programming changes were made. The patient's condition was stable throughout the event.